Event description:
User facility medwatch # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed; no conclusion could be drawn, as no product was received. User facility reported the common device name as screw, fixation, bone; common device name corrected to cannulated drill bit. Manufacturer name, city and state corrected from synthes USA, (B)(4) to synthes (B)(4). Other #: user facility reported other # as 310.63; 310.63 is the catalog/part # and correction was made.